Event description:
The customer reported bellavista1000e blank screen for 5min period. Furthermore, there was no patient associated with this event.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). The suspect device is not returned yet for investigation. However, vyaire medical checked the logfile and it appears that there are some issues with the main electronics, occurred between 04-nov-2021 5:27:59 am and 5:30:28 am. The ventilation was off at this time. Result of investigation: the exact root cause is not established but most likely it was the unit epc causing the issue. It is visible as per the log entry "vent state"-0 (this is normal, as no ventilation was running at the time). The user forced shutdown the unit at 04-nov-2021 05:30:28. The nurse call is active,red alarm lights were on and the buzzer is active. The unit starts to work normally after the next restart. Reviewed the unit logfile and it shows that the cfb was not affected, therefore, the ventilation would have continued with the last settings. Advised the customer that the main electronics needs to be replaced 030.500.060 (main electronics g6).